Event description:
The customer alleged that she tested her blood glucose using her contour ts meter and received readings of 25 and 30 mg/dl. No adverse events were alleged. While troubleshooting, she performed control tests and received results of 14 and 21 mg/dl. The normal control range was 100-138 mg/dl. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Event description:
Customer reportedly received results of 67 mg/dl and 129 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.